Event description:
On 1/30: staff could not get any fluoro or rad shot operation. No procedure being performed when this event occurred.

Manufacturer narrative:
Field service engineer contacted customer and determined the system needed the firmware reset. Fse then spoke over phone with customer and talked her through the procedure on how to reset the system. Customer successfully reset system and room returned to full service by the customer.